Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Upon release of the closure device, it was noted that there was a thrombus present in the right atrium of the patient. No treatment or intervention was performed, and the patient did not experience any complications from this event. The patient is expected to make a full recovery from this event.